Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's handset connected to their communicator, but they couldn't connect to their ins. The patient services agent noted that the issue seemed to be related to the patient's ins and not due to their external equipment as all the external devices connected effortlessly. The patient was advised to contact their healthcare provider.

Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.